Event description:
Healthcare professional reported: "leaking port. It appeared that the tubing had eroded."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the model number, serial number or the event date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."